Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink continu-flo solution set was cracked and leaking. This occurred during infusion of intravenous (IV) dye for a computed tomography (CT) scan. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a burst in the tubing, approximately 1/4 of an inch long, between the bottom y site and male luer. The reported condition was verified. However, the device was not found to be a non-conforming product. This is because the cause of the condition was determined to be due to off-label use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.